Manufacturer narrative:
The reported event of premature depletion and incorrect measurement were not confirmed. Final analysis found that the device had not yet triggered eri but was at eri voltage level. It was noted that the device was programmed to high field settings. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via (B)(6). Review of the transmission revealed the pacemaker exhibited premature battery depletion. It was noted that there were no sudden changes that could account for the accelerated battery depletion. The device was explanted and replaced. Patient was in stable condition.